Event description:
A user facility in the (B)(4) reported plastic particle in the sleeve of the mics needle. This issue was evident on at least 12 cases. The hospital confirmed that the particles entered the patent's and were removed during the same procedure. None of the patients suffered any injury.

Manufacturer narrative:
Eighty-three sealed bl5114 packs from lot v9399 were returned by the customer. Eight of the packs were opened for inspection. Four small parts pouches were opened and the visual examination found no particles present around the thread of the needle tips. Four of the needles were pulled straight out using the fingers. The other four were threaded onto a handpiece but they were not tightened and then were pulled from the needle holder on the needle wrench assembly. All eight samples had some sort of particulates visible at the ribbed location inside the flats of needle wrench assembly. Some of the particles were transferred to the shaft of the needle when it was removed from the holder. A review of the complaint database revealed no other complaints have been submitted for lot v9388. Further investigation has been initiated and the results are still pending.

Manufacturer narrative:
Results of additional analysis: particulate was confirmed on all 8 samples tested at the ribbed location inside the flats of the needle wrench assembly, and some of the particulate transferred to the needle shaft. The particulate is generated when a needle is inserted into the plastic needle wrench body during assembly and released when the needle is removed. The needle wrench body is made of biocompatible polycarbonate and is designed with 4 very small "crush ribs" (small raised bumps) around the perimeter of the square opening that are intended to provide sufficient interference to hold an inverted phaco needle securely during shipping and transportation. In the returned samples, it was observed that these crush ribs generated a small amount of plastic debris when the needle was removed. The lot history, trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. This information has been relayed to an engineering design team for possible inclusion in a product enhancement project. No corrective action will be initiated at this time because this is the first complaint evaluated where this specific failure mode was observed, but we will continue to monitor product complaints for this failure mode and will take appropriate action as necessary.